Event description:
Consumer complaint of low blood results. Customer calling states that the meter is giving a lot lower results that she have been having for years. Customer states that her expected range is within 120-140mg/dl. Verified the strips expire on 01/31/2015. Checked memory for previous results: 76, 169, 116, 93, 85, 152. Based on the customers expected results (140) and the lowest result in memory (76), the complaint is reportable (zone b/c).

Manufacturer narrative:
Product not returned for eval. (B)(4) . MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.